Event description:
It was reported that the surgeon revised pt¿s right hip due to pain. Surgeon removed an abg ii 135 degree size 5 modular stem, 32d liner and 32 minus 25 ceramic biolox delta head. The 50 tritanium cup stayed implanted. Add¿l info reported through an attorney, as a result of a legal claim indicated: please be aware that this office has been retained to represent the following individual in relation to a claim for personal injury resulting from the implantation of stryker¿s recalled rejuvenate or abg ii hip device.

Manufacturer narrative:
On (B)(4), 2012, we were notified that this event was also reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no add¿l info is available at this time. If add¿l info is received it will be reported on a supplemental report.